Event description:
Information became available that notes the scarring previously reported is noted as scarring of the tarsal plate (lid) and evidence of long standing cgpc ou.

Event description:
The pt's father called in and states that his daughter has been wearing and has been having issues with the lenses. She experiences pain and irritation. She is unable to wear any lenses at this time (as per her father). According to the pt this has been an ongoing issue for almost a year. Pt was seen in (B)(6) 2011. By another physician and was given alloway allergy drops. F/u with the current ecp states that the pt was seen on (B)(6) 2012 and has severe scarring under the right eye lid. It has not been confirmed if the scarring is on the lid or on the eye. Attempts to contact the ecp for more info have been made with no reply to date.

Manufacturer narrative:
Information became available that notes the scarring previously reported is noted as scarring is of the tarsal plate (lid) and evidence of long standing cgpc ou.

Manufacturer narrative:
Method: a review of the complaint history record for this product did not establish any conclusive evidence that the device could have caused or contributed to the event. Results: there is no direct causal relationship established between the medical device and the incident the pt complains of. Conclusions: no conclusions can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the add'l info.